Event description:
The customer reported that the collimator closed down without command. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tube connections were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.